Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago. Block d6b: 2021.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown procedure. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.